Event description:
It was reported that high impedance was observed. Device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received the reported high impedance was confirmed in the laboratory. A broken ground case wire was the cause for the impedance anomaly.